Manufacturer narrative:
E1: initial reporter establishment name -(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that some of the setting values on the high flow insufflation unit did not light up. The issue occurred during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3. H4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, a front panel failure was identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation and historical data, possible causes include device settings or effect of peripheral equipment, damage or deterioration of parts due to wear and tear without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.